Manufacturer narrative:
One unused sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection found every component was in good condition, no product defects were found in the returned sealed package. Functional testing was performed using a syringe to inflate the cuff. The cuff inflated without any problem. The reported problem was unable to be confirmed. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during hospital use, the tracheostomy balloon did not indicate the amount of inflation pressure. No additional information was available. No patient injury was reported.